Event description:
During preventative maintenance of the device, the field service technician reported the impeller had shattered and the thrust washer could not be found. This resulted in the "a" channel pump rotor needing to be rebuilt. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.